Event description:
The complaint is reported as: "screw nut came off of the device so that the attached giving sets were no longer secure. At handover it was stated by day registered nurse that there was blood ooze from the patient's vascath and cvc site on right side of neck. The nurse had applied a gauze pad which was clean and dry. Dr's were aware. At handover there was a little blood on the pillow under the patients head. It was unclear why it was there as the dressing was dry. On further investigation during my assessment I found that the care fusion 3 way tap was leaking and would not tighten on the cvc lumen. Some of the heparin, propofol and fentanyl infusions were therefore leaking onto the pillow and when the patient coughed it allowed for a little backflow of blood to leak out. When I removed the 3 way tap it fell into 2 pieces.". It was reported the lumen was aspirated and the 3 way tap was changed and reconnected to the infusions. The physician was informed that the heparin titration may be affected and an aptr was requested.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "screw nut came off of the device so that the attached giving sets were no longer secure. At handover it was stated by day registered nurse that there was blood ooze from the patient's vascath and cvc site on right side of neck. The nurse had applied a gauze pad which was clean and dry. Dr's were aware. At handover there was a little blood on the pillow under the patients head. It was unclear why it was there as the dressing was dry. On further investigation during my assessment I found that that the care fusion 3 way tap was leaking and would not tighten on the cvc lumen. Some of the heparin, propofol and fentanyl infusions were therefore leaking onto the pillow and when the patient coughed it allowed for a little backflow of blood to leak out. When I removed the 3 way tap it fell into 2 pieces." It was reported the lumen was aspirated and the 3 way tap was changed and reconnected to the infusions. The physician was informed that the heparin titration may be affected and an aptr was requested.